Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that the act button wasn't working on the insulin pump. Customer was unable to clear the low reservoir alert. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.